Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer reports the fukushima day retractor snake arms were not functioning properly during a left parietal craniotomy resection of intraventricular meningioma with brainlab. The surgery was completed without issue. On (B)(6) 2014 user facility confirms no harm to patient.